Manufacturer narrative:
The tech found the brakes were holding but if the wheels were horizontal of the bed they would ratchet. The tech replaced all brake casters to resolve the issue.

Event description:
The customer alleged that the bed would move when pulling the pt up in the bed and the brakes were set. No pt impact.